Event description:
An (B)(6) old female pt's son called zoll lifecor to report that after the pt connected the electrode belt with the monitor, the sys is alarming and showing a svc code 204. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (belt alarms/code 204) has been confirmed. Upon eval, it is discovered that the -5v belt power supply was defective. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.